Manufacturer narrative:
Sanofi company comment dated 31-oct-2022: this case involves an unknown age and unknown gender patient who had damaged kidneys with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Damaged my kidneys [injury to kidney]. Injured [injury]. It hurt [injection site pain]. Case narrative: initial information received on 22-oct-2022 from canada regarding an unsolicited valid social media serious case received from the patient. This case involves an unknown age and unknown gender patient who had damaged kidneys, injured and it hurt with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received synvisc injection (lot, dose, route, frequency, strength - unknown) for product used for unknown indication. On an unknown date after an unknown latency had 2 times, the first time it lasted for 4 years and the other time it hurt (injection site pain ; same day latency) / injured (injury) / damaged my kidneys (renal injury). It was unknown if there were lab data/results available. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events seriousness criteria: medically significant for the event renal injury. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Lack of efficacy with no reported adverse event [device ineffective] case narrative: initial information received on 22-oct-2022 from canada regarding an unsolicited valid social media non-serious case received from the patient. This case involves an unknown age and unknown gender patient who had lack of efficacy with no reported adverse event while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received synvisc (hylan g-f 20, sodium hyaluronate) injection (with an unknown batch number, expiry date, strength, dose, route, frequency) for product used for unknown indication. On an unknown date the patient developed a non-serious event "lack of efficacy with no reported adverse event" (device ineffective) (unknown latency) following the first dose intake of hylan g-f 20 and sodium hyaluronate. Action taken with hylan g-f 20, sodium hyaluronate (synvisc) was not applicable. At time of reporting, the outcome was unknown for the event lack of efficacy with no reported adverse event. Based on information received on 22-oct-2022 "incorrectly coded events of renal injury , injury and injection site pain was deleted and event lack of efficacy with no reported adverse event was captured in the case" the following information have been amended. Local comments: downgrade.